Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" was damaged. The root cause for the damaged cable was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.